Manufacturer narrative:
The reported event of unknown backup was confirmed. The device was received in backup mode. The device image analysis indicated that the average monthly voltage and current trends were normal. It was determined that the cause of the backup mode was an unknown checksum error. The product code was reloaded to revert the device to normal mode. Vibration tests, temperature cycle tests, and device monitoring were performed with normal results. The backup condition could not be reproduced during analysis. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During follow-up, the device was found in back-up mode. The device was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.